Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen screen anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. Customer¿s blood glucose was 201 mg/dl. Customer also reported that time was frozen on the screen. Customer stated that complete lock on all buttons. Customer had back surgery. Customer was about to do blousing. Customer stated that negative on time advancement. Customer was advised to the insulin pump would need to be replaced, discontinue use of the insulin pump and revert to back up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.